Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the display decive read failed transmitter. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.